Event description:
It was originally reported that the patient was only getting 2-4 bars and the bars would fluctuate. Patient was charging for 4 hours a day with the implantable neurostimulator (ins) starting at approximately 50% charge. Patient was not seeing the ¿battery explode¿ or any ¿sprites¿ when the ins was full. It was noted that the corner felt more prominent than the others. Patient was using a sports bra to help keep antenna in place. Stress would trigger patient¿s seizures but patient had not ¿tested¿ the new ins for stress situations yet. Patient had seizures at night which they were trying to control with medication; patient was not sure how to stop these. Additional information received reported that the patient was last seen on (B)(6). The healthcare professional had noted that the patient had not had any seizures since the device was replaced. Additional information received reported that the patient had come into the office on (B)(6) because of recharging issues. It was reported on (B)(6) 2013 that the patient experienced a coupling problem. She has never been able to get the device completely full, get the tear drops (firecrackers) screen. It takes her at least four hours to recharge every time and now it has become more difficult to get any bars shaded. The most she was able to get in the past was 4-5 bars but would only last a few seconds. There was a little bump on the right side of her chest, it felt tilted like the right side was sticking out more. It was then clarified that the device felt like it had an indent, like it had changed, moved to the right or might have dropped. She noticed that about 3 weeks ago. When using the antenna locate feature the highest number she could get was 52 with 2 bars shaded. It was noted that ¿it was starting to hurt again¿ and that she has had bad seizures and has fallen on the device.

Manufacturer narrative:
Product ID: 3387s-40, lot# v020895, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v020895, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n351566, implanted: (B)(6) 2013, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).